Manufacturer narrative:
(B)(4). Date sent: 2/9/2026. D4: batch # 392d92. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the glc80 device was received outside of sterile packaging and did not have any external damage. No reload was returned. Upon further investigation with packaging sme, few black spots were noticed on the shroud. In addition, the device was tested for functionality with the test reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples met the staple form release criteria. No conclusion could be reached on what caused de foreign matter as the device was returned outside of sterile packaging. The reported event could not be confirmed since the foreign matter found is not a biological matter. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 392d92, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/11/2025. D4: batch # unk. E1: unk reporter last name. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: can the customer describe or provide more information what they mean by ¿cloudy residue¿? Residue can be found on the device that was sent back. It was described as "mold". What was the condition of the device when they received it? Device came out of the package with residue present. Device peel pack was opened but never delivered to the sterile field. Nurse/tech visually inspected device and determined it was not suitable for use. New product was opened and successfully used. Did they take any pictures? If so, kindly share for additional analysis. No photos taken, device was sent for inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, when they open device there was a cloudy residue on the handle and it looks like a mold. They open a new device and said it was fine and there were no patient consequences and no patient harm.